Event description:
Customer reported unexpected negative results on the galileo with the capture-r ready ID assay.

Manufacturer narrative:
A service call was made. Completed galileo unexpected reaction checklist successfully. The system was tested and operated within specifications with no problems observed. Instrument is operating as expected.